Event description:
The reporter indicated that a 13.7mm vicmo13.7 implantable collamer lens of -8.5 diopter was implanted in the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was explanted due to glare/halos. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h3: 1494: off-label: patients age was less than 21 years old at the time of implantation. Claim#(B)(4).